Event description:
It was reported that a patient's right ventricular lead was replaced due to an elevated capture threshold. The replacement was done during a routine pacemaker changeout procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event for inadequate capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.